Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received no button response (act) due to corroded keypad traces. Pump received with cracked case behind the pump near the battery tube compartment, cracked battery tube threads and peeling keypad overlay. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that insulin pump had button pad has come off and the clip broke. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.